Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was in school and experienced a seizure and hit his head and fell forward. The school nurse got him to the hospital. At the hospital the cgm was 77 mg/dl; bg meter was 38 mg/dl. The patient was treated with IV therapy and discharged the following day. Although the patient was discharged the following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.